Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited high out-of-range impedance of greater than 2,000 ohms that resulted in a lead safety switch (lss) to the unipolar configuration. Once in the unipolar configuration, there was noise and oversensing due to muscle noise on the ra lead that resulted in inappropriate mode switches. There was also a signal artifact monitor (sam) event noted, but the event was not reviewed and thus the cause of the event is unknown at this time. Isometrics were done and the out-of-range impedance could not be reproduced. The pacing threshold measurements were stable. The patient was not pacemaker dependent. The health care professional (hcp) elected to program the device back to bipolar and continue monitoring. This product remains in service. No adverse patient effects were reported.